Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after dinner following repeated use of ¿less than¿ meal announcements, with the device in use for approximately three weeks and the bionic report showing near-exclusive ¿less than¿ entries that could lead to maladaptation. Symptoms included no reported physical symptoms despite a confirmed low of 39 mg/dl. Outcomes included successful self-management with oral glucose and no need for external assistance or medical intervention, with the device alerting to the low and blood glucose returning to range. Investigation included review of device data and user education. Investigation of this case revealed user-driven maladaptation risk due to consistent use of reduced meal announcements, and guidance was provided to perform a soft reset by resuming usual meal announcements or to complete a factory reset and repeat the learning period. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with inappropriate meal announcement behavior leading to low glucose. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.